Event description:
Boston scientific was notified that during an event the shaft of the excelsior 1018 microcatheter broke. It seemed like the shaft was hooked on the hub of the 6f guiding catheter. No complications with the pt during this incident.